Event description:
A customer observed a non-reproducible falsely elevated phyt result from a pt sample on the 5,1 fs analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the initial result exceeded therapeutic range, triggering retesting per laboratory procedure. Multiple replicates confirmed that the original result was an outlier. Results of a precision test were within expected limits. There was no evidence of analyzer malfunction or operator error. Qc results were acceptable. The root cause of the event was not determined.